Event description:
The pump was returned for investigation. Investigation revealed a display failure and a damaged battery cap. This report is made based on results of investigation completed on 08/07/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2014 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. Additionally, the battery cap was observed to be damaged with stripped threads. Unrelated to these issues, the keypad cover was peeling at the ok button. (B)(6).